Event description:
It was reported that atrial sensing varied from 0.2 mv to greater than 5 mv. Capture thresholds increased from 0.75 v, 0.5 ms to 4.5 v, 0.5 ms and noise was observed on the atrial bipolar channel. A lead revision is planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.